Manufacturer narrative:
(B)(4). We have received further information which confirmed the patient underwent a revision due to disease progression which is not FDA reportable. We confirm that this event is not reportable.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to lateral knee progression was performed.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin-peg cmntd fem sm PMA, catalog #: 161468, lot #: 686740, medical product: oxf anat brg lt sm size 3 PMA, catalog #: 159540, lot #: 459790. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00042, 3002806535-2020-00043. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.